Manufacturer narrative:
The reported event of twiddlers was not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Analysis of device image was performed, and no anomalies were noted. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Electrical testing was performed, and no anomalies were noted.

Event description:
It was reported that a patient presented with migration of the device due to twiddler's syndrome. The device was explanted. No adverse patient consequences were reported.